Event description:
It was reported that the statlocks did not fit. The patient stated that they were too thick. The nurse suggested that bard made on those fits. Per additional information received on (B)(6) 2022, patient was suggesting to bard to make a statlock that fits.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the statlocks did not fit. The patient stated that they were too thick. The nurse suggested that bard made on those fits. Per additional information received on 02feb2022, patient was suggesting to bard to make a statlock that fits.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect parameters¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the statlocks did not fit. The patient stated that they were too thick. The nurse suggested that bard made on that fits. Per additional information received on 02 feb 2022, patient was suggesting to bard to make a statlock that fits.